Event description:
The product complaint report shows that in a call to the technical services dept the customer alleged that the audible alarm was intermittent. The tech service rep suggested that the alarm assembly and main power switch be replaced. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.